Event description:
Pt was reported to have suffered from a minor stroke with the facility stroke scale of 4 seven days following placement of a second stent to "y reconstruct" an unruptured wide-necked right middle cerebral artery (mca) aneurysm. Cerebral angiography of this pt demonstrated no major blood vessel occlusion. An MRI scan revealed a small subcortical stroke. This pt was treated with intravenous administration of eptifibatide for 24 hrs. Pt's scale returned to 0 at the time of discharge on day eleven. At ninety days follow-up, the pt's condition remained unchanged ( facility scale of 0).

Manufacturer narrative:
Add'l info in the article indicated that the pt was found to have hyperactive platelets [suboptimal (less than 60%) platelets inhibition despite being on both aspirin and clopidogrel for 7 days]. Other: yahia, m. Journal of neuroimaging 2009 [epub ahead of print].